Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set catheter set has caused the insulin to leak either from the injection site or from the connecting piece that is attached to the abdomen. This was the third time the same event occured. No further information available.